Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The patient's weight was updated. No further complications reported.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw an end of service (eos) message and the patient was dissatisfied with the ins longevity. They reported that they saw the eos message a week ago and said they were "very disappointed". The patient was in pain because they lost their therapy due to the eos message. No further complications reported.